Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6)2026, it was reported that the patient experienced a wearable failure and did not attempt to replace the wearable. At an unspecified time later, the patient became fatigued. The patient¿s parent tested the patient¿s bg meter reading and it was 58 mg/dl. No medication or treatment was provided to the patient at this time. The patient was taken straight to the emergency room (ER). At the ER, the patient¿s bg meter reading was 43 mg/dl and then 60 mg/dl upon recheck. Unspecified blood work was done and the patient was admitted to the pediatric ICU. The patient was diagnosed with ketotic hypoglycemia. At some point, patient¿s condition worsened and his bg meter reading dropped to 32 mg/dl and he lost consciousness. The patient was treated with an unspecified IV and juice. The patient regained consciousness after treatment with a bg meter reading of 61 mg/dl. Thirty minutes later, the patient¿s bg meter reading increased to 75 mg/dl. His bg meter readings were monitored every 4 hours and had the following readings: 102 mg/dl, 88 mg/dl, and 65 mg/dl. The patient was given food and juice when the bg level dropped to 65 mg/dl. After treatment, the patient bg meter reading increased to 89 mg/dl. The patient was then given milk and cereal and his bg meter reading after that was 126 mg/dl. The patient was discharged home the following day (less than 24 hours) with a bg meter reading of 96 mg/dl. Once home, the patient inserted a new wearable. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.